Event description:
It was reported that during the implant procedure, the pulse generators atrial setscrew could not be tightened. The device was no longer used and a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.